Manufacturer narrative:
(B)(4). Final analysis of the pump reported s2 corrosion and/or mechanical wear. Residue was seen on the pinion of gear 1 and 2 and the upper shaft of gear 3 and on the top and bottom side of the pumphead. Pertinent pump log showed motor stall and motor stall recovery. No stalls occurred during testing. Final analysis of the catheter reported a pump connector anomaly. There was a small cavity of unknown origin in the silicone material of the pump connector. No leaking was seen in the area of this cavity.

Event description:
It was reported that "every time they refilled the patient's pump, the volumes withdrawn were always at least 15% greater than what the programmer showed after interrogation." The patient had no adverse effects. The physician was concerned that "the device would eventually not work" and the pump was replaced. The patient was started on lioresal 2000mcg/ml at 900mcg/day, about a 22% decrease from the amount that he was previously on.